Manufacturer narrative:
Investigation summary: bd received 10 samples and 4 photos for investigation. The returned samples underwent a visual inspection, and all 10 samples failed due to additive abnormality. The photos showed additive rundown defects along the sides of the tubes. Additionally, 30 retained samples were visually inspected, and none of these samples showed the customer-reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during transportation of bd vacutainer® serum blood collection tubes, additive abnormality was seen in 11 tubes. No adverse impact was reported regarding the patient or user.